Event description:
During eye surgery (trans pars plana mechanical vitrectomy, bipolar endo diathermy, scissors dissection of epitretinal membrane, hydrualic reattachment, lensectomy, endo and indirect laser) the entire acurrus aspiration system shut down. The procedure had to be halted temporarily. The entire acurrus tubing system was exchanged with another acurrus unit. At that point, the pt's lens had clouded to the point where it had to be removed with phaco fragmentation, as an additional procedure. The physician was not sure if the delay for equipment change out caused the lens to cloud.